Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control downloaded the electronic patient record from the event for review and observed that the device's sync function was turned on and 8 minutes 45 seconds later, the device delivered one (1) shock at 360 joules. The shock delivery occurred approximately 100 ms after the sync marker, which was before the patient¿s t-wave. Furthermore, the shock successfully terminated the patient's atrial fibrillation. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, evaluated the device but was unable to duplicate the reported issue.  Proper operation was observed.  The biomedical engineer requested that the device be returned to physio-control for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a synchronized cardioversion procedure, their device shocked the patient on the t wave instead of the r wave.  The customer confirmed that the delivery of the shock on the t wave did not result in the patient going into ventricular fibrillation; however, physio is aware that energy delivery on the t-wave could result in the patient going into ventricular fibrillation, which would require medical intervention to reverse if it had occurred. The customer was unsure if medical personnel were monitoring the patient directly from the device, or if they were using an ECG source from a remote monitor (such as a bedside ECG monitoring system). The patient, a (B)(6) male, was undergoing the cardioversion procedure as part of his treatment for atrial fibrillation.  The customer advised that the patient survived the event with no adverse effects as a result of the reported issue.